Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed and duplicated by baxter service personnel. The root cause was determined to be a broken ac power cord from mishandling. The ac power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.